Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that while performing fleet assessment/routine device inspections a pcu located in the departmental clean utility room had green deposits on iui connector. There was no patient involvement.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: if other specify, imdrf annex a,b,c,d and g codes, remedial action required, remedial action # and manufacturer narrative. Please note that the suspect device was not returned for investigation; however, single (1) photo was provided of a pc unit¿s (correct serial number not provided) right (male) iui (inter unit interface) connector showing green-colored contamination along the bottom of the iui pins. The customer¿s report that the pc unit had contamination along the bottom of the iui pins were confirmed through the provided photo. H3 other text : customer provided sample photo only. No device was returned.

Event description:
It was reported that while performing fleet assessment/routine device inspections a pcu located in the departmental clean utility room had green deposits on iui connector. There was no patient involvement.